Event description:
The event of rupture was confirmed not to have occurred.

Manufacturer narrative:
Clarification to h.6. E0308-swollen lymph nodes is removed and unreported. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade ii-iii.

Event description:
Healthcare professional later reported rupture and capsular contracture, baker grade ii-iii.

Event description:
Patient reported right side rupture and there is liquid by the breast which already reached the lymph nodes. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & seroma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "rupture" and there is "liquid by the breast which already reached the lymph nodes." Patient additionally reported "slightly increased periprosthetic fluid." The device remains implanted.